Event description:
It was reported that the event involved a male patient (pt) less than 50 years old, admitted with 3rd degree heart block. The temporary pacemaker was inserted on the (B)(6) and the pt. Was successfully paced overnight. The pt required a permanent pacemaker to be inserted and went to the heart catheterization laboratory on the (B)(6). The insertion of the permanent pacemaker was done via the left subclavian vessel. During the procedure of the insertion of the permanent pacemaker, the pt's heart rate dropped to a reported 16 beats per minute and he lost consciousness. The external temporary pacemaker heart rate was increased to 100 beats per minute, with resulting increase in cardiac output. The mode, sensitivity and output settings on the external pacing box is unknown. Oxygen was given per face mask during this event. The pt regained consciousness. No drugs were given and no cardiac compressions given during this event. They continued with the permanent pacemaker insertion where upon completion the temporary pacing leads were removed. There was no reported patient death or injury. Medical/surgical intervention was required, the external pacemaker was increased to 100 beats per minute. The time of delay or interruption is unknown. The complications are that the pt lost consciousness and had only his own intrinsic heart rate of 16 beats per minute. The pt outcome is listed as "a permanent pacemaker was successfully inserted and the temporary pacing wires removed. Additional information received on (B)(6) 2011 from (B)(6) indicated the difficulty began during the permanent pacemaker procedure. The temporary pacing catheter was in use for 18 hours. An external pacemaker was not used on this pt. When the pt lost consciousness he was given oxygen by facemask, the external pacemaker rate was turned to 100 and the pt regained consciousness. The outcome for the pt is that he received the permanent pacemaker and is alive.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.